Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle clog occurred during use with a pen ndl 32g 6mm 3b tw. The following information was provided by the initial reporter, "the needle was clogged." 3 occurrences were reported.

Manufacturer narrative:
H.6. Investigation summary: three open 32g x 6mm pen needle samples and two photos were returned from an unknown lot. No., cat. No. 320738. A clog test was carried out on all three samples as per tp700483 and no issues were observed. No DHR review can be carried out as lot number is unknown. Conclusion: no issues were observed with the returned samples/photos therefore no root cause can be identified. H3 other text : see section h.10

Event description:
It was reported that a needle clog occurred during use with a pen ndl 32g 6mm 3b tw. The following information was provided by the initial reporter, "the needle was clogged." 3 occurrences were reported.